Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by "the clip became not to come out smoothly after the 10th firing?" Does this mean the device slowly fed clip? --- the surgeon felt that the clip was not fed into the jaws as usual, but there was no information about feeding. Anyway, there was neither unexpected resistance nor noise while firing prior to this event. The analysis results of the el5ml device found that it was received in good visual condition. Upon evaluation the trigger was difficult to cycle; in addition, 2 malformed clips (gap clips) were fired from the device and 2 conforming clips. Furthermore, the device locked out and with the orange indicator was noted undertraveled; this finding is not related with the incident reported. Further evaluation found excessive dried body fluids in the shaft assembly. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused the clip gap condition found. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the clip became not to come out smoothly after the 10th firing. The device was used around the stomach. The clip was fed into the jaws properly prior to this event. There was neither unexpected resistance nor noise in firing. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. The device was not fired after the event. Another device was used to complete the case. There were no adverse consequences to the patient.